Event description:
It was reported that during a laparoscopic colectomy, the instrument did not fire correctly. It was reported that the device could not be easily removed for the patient. The case was completed with a same like device. There was no consequence to the pt.